Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 and november 29, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. After the expected infusion time of 24 hours; approximately 2-5% of fluid remained in the pump. The device contained florouracil 6400mg in 240ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.